Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving two separate products; associated mdrs # 1225714-2014-03102, 1225714-2014-03103, 1225714-2014-03104, and 1225714-2014-03105.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2010 and subsequently expired on (B)(6) 2010 after the use of the product.